Event description:
As reported by the field, during a 4mm x 23mm enterprise2 intracranial neurovascular stent (encr402312, 6218830) became impeded in an unspecified microcatheter (mc). During the procedure, the stent was pushed into aneurysm. The position of the stent was not accurate. The physician tried to retract the stent and deliver it again, but during the process, the stent was impeded in microcatheter and could not advance within it. Then a new stent was switched to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a 4mm x 23mm enterprise2 intracranial neurovascular stent (encr402312, 6218830) became impeded in an unspecified microcatheter (mc). During the procedure, the stent was pushed into aneurysm. The position of the stent was not accurate. The physician tried to retract the stent and deliver it again, but during the process, the stent was impeded in microcatheter and could not advance within it. Then a new stent was switched to complete the surgery. There was no patient injury report. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire impeded in microcatheter with no loss of cerebral target position and stent deployment difficulty are known potential product failures associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the events remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. The IFU instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.